Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was difficult to place during implant. The lead was removed and an alternative lead was placed. No patient complications have been reported as a result of this event.